Event description:
Facilty alleges leak at heparin line. Staff reported a leak was noted where heparin line bonded with main arterial line. Causing an estimated 50cc of blood loss. No ill efecct to the pt. Line was changed and treatment continued. Will request a sample for the evaluation. A lot number was not available at the time of reporting this incident. A lady was called for info. On 1/23/97, received message from the lady indicating two lot numbers were involved in making kit #97-5212-00. They are r6c008a and r6e013. Will need DHR review of these two lot numbers.